Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive buttons, including the act and up arrow. The blood glucose reading was 12 mmol/l. Nothing further reported.